Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008; explanted: (B)(6) 2013, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013; product type catheter. (B)(4).

Event description:
A cerebrospinal fluid (csf) sample was withdrawn from the catheter once it was disconnected from the pump for culture and sensitivity and ¿sent intra-operatively from the pump abdominal site¿. After the pump was replaced and the patient was out from surgery, results of staph aureus came back from the lab on both the csf sample and wound culture. The patient was brought back into the operating room, and their entire system was explanted on (B)(6) 2013. The patient required hospitalization. The medication infused was gablofen. It was later reported that the pump was discharged from the hospital on (B)(6) 2013 in stable condition. The patient did well without any significant issues with pain or baclofen withdrawal. Antibiotics were delivered via a PICC line. A pump and catheter placement was planned in a 4-6 week time period.